Event description:
A physician reports, that a patient underwent cataract surgery with implantation of the crystalens in the right eye. Approximately one month postoperatively, the patient noticed a gradual change in her distance vision. The physician examined the patient and observed that one of the haptic footplates was in the sulcus, which caused the lens to tilt. In 2007, the lens was repositioned successfully and the patient's prognosis is excellent. The patient's manifest refraction improved from -5.25 + 1.75 x 162 (prior to repositioning) to -0.25 + 0.25 x 180 (after lens repositioning).

Manufacturer narrative:
Device remains implanted and is, therefore, not available for evaluation. The device history records were reviewed, and there were no discrepancies or unusual findings. Other: the lens haptic dislocated out of the capsular bag, causing the lens to tilt and, therefore, decreased the patient's uncorrected distance visual acuity.